Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: deformation. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: -no issues found related with the manufacturing. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: product anxiety.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade unknown. Patient reported a right side exchange of textured breast implants due to the patient¿s concern with the product. Patient additionally reported ¿left worse than right, constant pain in left side, shooting pain, dull achy pain, big swollen lump on top (almost by adam's apple), hard and uneven.¿ right side "not as severe but painful 3-4 days out of the week." Patient representative reported patient experienced ¿severe emotional distress and lives in daily fear that [the patient] has been exposed to bia-alcl,¿ ¿continues to suffer from mental stress, anxiety, worry, humiliation, fear, concern and other personal ¿ hardship due to the continuous fear of biaalcl,¿ ¿suffered emotional distress, anxiety,¿ ¿loss of quality of life,¿ ¿suffered, or will suffer, painful removal procedures to mitigate the risk of developing bia-alcl, as well as any treatment, therapy, recovery ¿ associated with the removal of the biocell textured breast implants,¿ ¿the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue¿ and ¿suffered debilitating physical pain.¿ healthcare professional reported patient has "poland's syndrome," this event is not related to the device and will not be reported. Patient representative also reported patient experienced ¿depression¿ and ¿disability;¿ these events are not related to the device. Device has been explanted.